Event description:
The account alleges that the pt position mode was armed, but did not sent a signal to the nurse's station when it alarmed. This resulted in a pt getting out of bed and falling and injuring (fracture) their leg.

Manufacturer narrative:
The tech determined that the bed exit would not send a signal to the nurse's station three of the twenty times it was tested. The tech discovered that the communication cable was not seated in the junction box. The communication cable was reseated properly and tightened, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.